Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 275cc mentor siltex contour profile spectrum saline on the left side and an unspecified mentor saline implant on the right side, suffered bilateral deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 9/5/2019, mentor became aware that the following information was erroneously omitted from the initial report sent on 8/26/2019: the patient also reported being in vulnerable mental health state because of the two deflation issues and also indicated that it could turn into another acute emergency mental health admittance. The patient did not provide specific information surrounding the circumstances of their hospitalization. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.